Event description:
It was reported that a braking issue occurred. The target lesion was located in a moderately to severely calcified and non-tortuous vessel. The 1.50 mm rotapro was selected for use. The wire was connected to the clip and then placed in the brake, however, when dynaglide was pressed, the wire moved freely and the system could not advance over the wire. The rotapro was released and the wire reclipped. The wire was placed back in the slot but the same thing happened. The procedure was completed with an alternate method. There were no patient complications.

Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that a braking issue occurred. The target lesion was located in a moderately to severely calcified and non-tortuous vessel. The 1.50 mm rotapro was selected for use. The wire was connected to the clip and then placed in the brake, however, when dynaglide was pressed, the wire moved freely and the system could not advance over the wire. The rotapro was released and the wire reclipped. The wire was placed back in the slot but the same thing happened. The procedure was completed with an alternate method. There were no patient complications.

Manufacturer narrative:
H6 device codes: corrected. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of brake failure to lock on wire and device - difficult/unable to advance was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or brake failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.

Event description:
It was reported that a braking issue occurred. The target lesion was located in a moderately to severely calcified and non-tortuous vessel. The 1.50 mm rotapro was selected for use. The wire was connected to the clip and then placed in the brake, however, when dynaglide was pressed, the wire moved freely and the system could not advance over the wire. The rotapro was released and the wire reclipped. The wire was placed back in the slot but the same thing happened. The procedure was completed with an alternate method. There were no patient complications.